Manufacturer narrative:
(B)(4).

Event description:
Same case as voluntary report no. (B)(4). It was further reported that during this diagnostic procedure, not treatment as previously reported, the physician encountered difficulties advancing the zipwire guide wire through the tortuous femoral artery. The guide wire curled around itself. While removing the guide wire through the 18 ga, x 7cm non bsc needle, the coating peeled off as seen on fluoroscopy. The procedure was completed via the left femoral artery with a different device. Due to the retained fragment in the sub-cutaneous tissue, the patient required admission to the hospital, imaging studies, a surgical procedure to remove the fragment, and additional hospital stay.

Event description:
It was reported that during a coronary stenting treatment procedure, guide wire coating stripped off inside the patient. Vascular access site was obtained via the right groin. The target lesion was located in an unspecified artery. A 035/150 angled (sgl) zipwire hydrophilic guide wire was advanced into the subcutaneous tissue and when it was backed out, a portion of the hydrophilic coating stripped off and remained outside the vessel. Approximately 3" long segment of the coating was retrieved. The patient did very well and no further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).